Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2015 from a medical doctor. This case involves a (B)(6) old male patient who developed calcification at operation site/ calcification at lower abdomen after the placement of seprafilm. No past drug, concomitant medication or concurrent condition was reported. Medical history was significant for crohn's disease. On an unknown date in (B)(6) 2014, the patient received enterostomy and put a piece of seprafilm once (form, route, batch/lot number and expiration date: not provided) at the operation site for postoperative adhesion. On an unknown date in (B)(6) 2015, abnormality was found while surgeon prepared to close temporary enterostomy. On an unknown date, computerized topography (CT) scan showed calcification at the lower abdomen. On an unknown date in (B)(6) 2015, the surgeon operated and removed it. Corrective treatment: operated and removed. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. Seriousness criteria: hospitalization or prolongation. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: this case concerns a (B)(6) old male patient who underwent. Enterostomy and seprafilm was placed at the operation to prevent postoperative adhesion in (B)(6) 2014. On an unknown date in (B)(6) 2015, while the surgeon prepared to close the temporary enterostomy abnormality was observed and upon CT scan calcification of operation site/ calcification of lower abdomen was identified. Considering the occurrence of the event at the site of seprafilm placement a definitive causal relationship could be established and the causal role of seprafilm cannot be completely excluded for the event. Also, due to lack of information regarding the patient's underlying concurrent medical conditions and concomitant medications the complete medical assessment is difficult.